Event description:
Pt reported receiving a continual e10 (cartridge error) message on the infusion device. Preliminary evaluations found the infusion device's display legibility is restricted due to the broken display print. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. The complaint cannot be verified due to mishandling of the product. The pump housing is broken due to a hard mechanical impact. Due to severe damages on the electronic components the insulin pump triggered error messages. E10 were found in the pump history. The insulin pump shouldn't be exposed to high mechanical forces. The pump drive was damaged through a hard mechanical impact. Therefore, the insulin pump correctly triggered the e10 error message. The ac spirit combo display legibility is restricted due to the broken display print. The failure has been caused by a hard mechanical impact during use of the device. The battery cover passed the optical inspection. The problem mentioned by the customer is related to a handling issue.